Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/07/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the device it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/07/2019, mentor received additional information clarifying the event date as (B)(6) 2019 and the patient's age as 51 at the time of the event. In addition, the patient's date of explant was scheduled for (B)(6) 2019. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two mentor 280cc memoryshape breast implants and suffered bilateral contracture postoperatively (grade 2 on the right, 3 on the left). In the immediate postoperative period, the patient experienced left-sided pain that was greater than expected. Left-sided hematoma was diagnosed four days postop, and it was evacuated that day, (B)(6) 2017. The patient continued to experience pain over the course of the next two years, and was eventually diagnosed with bilateral symptomatic capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.